Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: website.

Event description:
Customer reporting 2 false positive sars result. Customer states the result was confirmed negative by pcr and additional rapid antigen testing. Multiple attempts were made to gather more information from the customer without success. Report 2 of 2.